Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the prograsp forceps instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation could not reproduce nor confirm the customer reported complaint ¿that the pin was unscrewed at the end of the procedure, and it was impossible to remove the instrument from the trocar¿. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with a full range of motion in all directions. The grips opened and closed properly. The instrument was installed and removed from the in-house system arm on multiple attempts with no issues. The instrument was fully functional. Upon visual inspection, there was no damage found on the instrument. No product issue was identified.

Event description:
It was reported that during a da vinci-assisted nephrectomy surgical procedure, the pin of the prograsp forceps instrument was unscrewed at the end of the procedure, and it was impossible to remove the instrument from the trocar. The customer reinserted the unscrewed instrument shaft to remove the trocar. There was no intra-abdominal loss. No fragment fell into patient. The procedure was completed with no patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: there was no procedure delay. The prograsp forceps instrument and cannula were removed together due to a loose joint pin. The instrument was inspected before use, and there was no abnormality at the beginning of the procedure. There was no need to increase the port incision in order to remove the instrument and cannula together. The instrument did not collide with any other instrument or tool during the procedure.

Manufacturer narrative:
Based on the claim against the product by the customer noting loose pin, an investigation is in progress. The prograsp forceps instrument has been requested as a return in order to evaluate the intuitive surgical, inc. (Isi) device, but the instrument has not yet been received. Additional information is being gathered to determine the contribution of the device to the customer reported issue. This complaint is reportable malfunction event due to the following conclusion: the instrument could not be removed from the cannula due to a loose pin. The loose pin could indicate that a pin was insufficiently swaged. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.